Event description:
Pt was undergoing insertion of a cypher stent when complications occurred and he had to be rushed to emergency surgery. Per report, blood clots formed and blocked the artery when the stent was inserted. The artery was also reported to have ripped where the stent was placed. The pt arrested 2 or 3 times, and was rushed to emergency surgery. Efforts to revive him took two hours. He reportedly spent 7 days on life support.